Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v042810, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that prior to getting the system the patient was about to have most of her bowel removed. The device gave her five to six years of bowel and bladder function, but her implantable neurostimulator (ins) had been off for about a year or a year and a half. She was not really sure, but her bowel stopped working again and she realized there was no stimulation sensation. She had a loss of therapeutic effect. The healthcare provider (hcp) tried turning the stimulation up, but the patient did not feel anything at all. The hcp ¿hooked it up and checked it and told the patient one of her leads was damaged.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.